Event description:
It was reported that there was no image on the subject device. This occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes for the image issues include: material problems like; degredation; inappropriate material. Mechanical problems like: leakage/seal; stress; deformation; wear and tear. Clinical imaging problem like radiofrequency induced overheating. Thermal problems like overheating. Environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager; lenses; optical fiber; handpiece, tip; mesh and marker without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 3/5/2025.

Event description:
No additional information received from customer.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to damage on the charged coupled device (ccd) unit. An additional reportable malfunction was found during evaluation where the adhesive on the bending section cover was detached. Based on the results of the investigation, the reported event was most likely due to damage or deterioration of parts, environment problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.